Event description:
A coaccess needle electrode device was used during a radiofrequency ablation procedure in a female pt in 2008. According to the complainant, after rf ablation, the "shaft" came off from the handle when the times were deployed and retracted outside the pt. The procedure was completed with a second coaccess needle electrode device. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device confirmed the reported event. The cannula was detached from the luer connector base causing the retraction issue. The connector center column was cracked on opposite sides along the length of the column. Functional eval of the device revealed that the electrode array could be extended but not retracted. The cause of the damage could not be determined. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints for this lot. The june 2008 15-month rf probes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.